Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a rise in thresholds, undersensing issues, capture only in unipolar configuration and impedances greater than 2500 ohms. Fluoroscopy revealed this lead had a kink under the clavicle and could not be extracted. This lead was surgically abandoned and a new lead was successfully implanted. No adverse patient effects were reported.